Event description:
A customer reported that a system message displayed "vent valve failed closed" immediately after the system started and occurred again during a cataract with iol (intraocular lens) implant procedure. The system was rebooted and the fluidics management system exchanged. The case was able to be completed, but the operative duration was extended; the length of extended operative duration is unknown. The customer was unable or unwilling to provided additional information pertaining to the event.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met product specifications. The replaced fluidics module is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).